Event description:
It was reported that during a percutaneous coronary stenting treatment, procedure stent damage occurred. The target lesion was an unspecified non calcified lesion. The lesion was predilated many times with an unspecified balloon and the 2.5 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and it was noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The target lesion was an unspecified non calcified lesion. The lesion was predilated many times with an unspecified balloon and the 2.5 x 20mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The device was removed and it was noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections to for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 230mm distal from the strain relief. There was a hypotube kink 10 mm distal from the break. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).